Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 567 mg/dl. The customer also reported having several no delivery alarms, but did not receive any at the time of the call. Customer was unable to troubleshoot at the time of the call. The customer declined to return the insulin pump for analysis.